Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump display was changing screens while not being interacted with. Additionally, the pump touch screen timed out faster than expected. Customer¿s blood glucose level was 222 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.